Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -7.0/1.0/165 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens was replaced with a shorter length lens due to excessive vault on (B)(6) 2022. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Weight - unk; ethnicity - unk; race - unk. (B)(4).

Manufacturer narrative:
Corrected data: b5: "the reporter indicated that the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer lens of diopter -7.0/1.0/165 sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2022. The patient experienced a low vault without rotation. On (B)(6) 2022 the lens was exchanged for the same model/shorter length lens and the problem was resolved. The status of the eye was reported as "ok". The cause of the event is unknown." Claim #(B)(4).